Event description:
An 18 gauge insyte autoguard was used in the pre-operative area. No problems noted during insertion nor during surgery. Following the surgery, it was noted that the catheter had infiltrated. A fluoroscopy was completed and the catheter was removed via cut down. No pt problems were noted, the pt was aware of the incident.